Event description:
It was reported that the patient received appropriate therapy for vt/vf. The device exhibited low impedance and alerts for aborted charge, and possible high voltage lead issue. Some noise was also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.